Manufacturer narrative:
Complainant street address, postal code not provided, complainant city: (B)(6), complainant state/province: (B)(6), complainant phone: (B)(6), patient country: (B)(6), name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported a piece of paper and film foreign to the dressing were present under the release liner on the foam. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review indicates no discrepancies. The batch record first piece samples were checked and it was compliant. A photograph has been received for this complaint which has been evaluated. The photograph confirms the complaint issue but does not confirm it is a convatec product or the lot number. No sample has been received for this complaint. Since the manufacturing of this batch a brown paper has been introduced for this square as this can be seen more easily when operators are checking foam dressings before they are packed. Also a detection system is currently going through the validation process at deeside so, that these squares can be detected and rejected. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
To date no additional patient or event details has been received.